Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. In section e, initial reporter, we were unable to obtain the facility or contact information of the listed physician. Thus, the boston scientific contact information was provided. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced atrial fibrillation one day post pulse field ablation procedure with a farawave catheter. An electrical defibrillation was performed as treatment, and the patient has improved. The patient's hospitalization was extended. The event was believed to be related to the worsening of a pre-existing condition (atrial fibrillation). The device is not expected to be returned for analysis as it was disposed.